Event description:
Or table would not move during the middle of a case. This particular model or table has a power rocker switch by the power cord which is exposed when the power cord is plugged in. By this being exposed staff can hit and turn the rocker switch off with their feet without even knowing. This has happened several times. By doing this the table then doesn't charge and will lose certain operational functions. This is a badly designed power module and this same problem will continue to happen. The problem is fixed by turning the switch back on but it can cause for delays in case. The switch should stay covered to prevent these types of issues.

Event description:
Or table would not move during the middle of a case. This particular model or table has a power rocker switch by the power cord which is exposed when the power cord is plugged in. By this being exposed staff can hit and turn the rocker switch off with their feet without even knowing. This has happened several times. By doing this the table then doesn't charge and will lose certain operational functions. This is a badly designed power module and this same problem will continue to happen. The problem is fixed by turning the switch back on but it can cause for delays in case. The switch should stay covered to prevent these types of issues.